Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a system upgrade. Out of range lead impedance and high capture thresholds were observed during the psa test. The lead was moved multiple times and the issue continued to appear. The lead was replaced and no more issue were noted. The lead will be sent for analysis. The patient will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.